Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2017-03025 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2017-03026 pertains to the second resolution 360 clip device, manufacturer report # 3005099803-2017-03027 pertains to the third resolution 360 clip device, manufacturer report # 3005099803-2017-03029 pertains to the fourth resolution 360 clip device, manufacturer report # 3005099803-2017-03030 pertains to the fifth resolution 360 clip device and manufacturer report # 3005099803-2017-03028 pertains to the sixth resolution 360 clip device. It was reported to boston scientific corporation that six resolution 360 clip devices were used in the duodenum during an upper endoscopy procedure performed on (b)(46 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the next five clips, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.